Event description:
It was reported that the procedure was cancelled. A 2.1mm jetstream xc atherectomy catheter was selected for use. During the procedure, an air bubble error message occurred. The procedure was cancelled. There were no patient complications. It was further reported that the patient was not sedated when the procedure was cancelled. The procedure was cancelled during preparation, and not during the procedure.

Event description:
It was reported that the procedure was cancelled. A 2.1mm jetstream xc atherectomy catheter was selected for use. During the procedure, an air bubble error message occurred. The procedure was cancelled. There were no patient complications.